Manufacturer narrative:
Internal insulation abrasion was found at 11.9-12.2cm from the is-1 pin. The etfe coating was abraded at this location. External insulation abrasion was found at 5.5- 5.7cm from the is-1 pin, consistent with lead friction to the ICD can.

Event description:
It was reported that the lead was explanted due to non-specific malfunction. The patient received inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.